Event description:
It was reported that the patient line of the cassette had a leak in the line. The event occurred during fill one on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy so the hp could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.